Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal cavity infection. The cause of the event was reported as ¿caused by bacteria infection¿ (unspecified). It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cephalosporins (no further details) for the event. At the time of this report, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.